Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx applier and endoanchors were implanted in a patient for the endovascular treatment of a 83mm abdominal aortic aneurysm. The patient had previously undergone implantation of a non-mdt stent graft system approximately 13.5 years before and the endoanchors were being implanted for treatment of a migration and type ia endoleak. An endurant aortic extension and a non-mdt iliac extension was also implanted in the patient in addition to the endoanchors. Six endoanchors were implanted from the aortic cuff to aortic neck. It was reported that patient presented with abdominal bowel pain radiating to the back approximately 1.5 month post intervention. It was reported is was uncertain if the event was related to the device or procedure. It was reported that the event resolved without treatment. No additional clinical sequelae were reported, and the patient will be monitored.